Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The analyst noted that the superior vena cava (svc) defibrillation impedance was steady at 47 ohms through (B)(6) 2014. The impedance rises out of range of greater than 200 ohms starting (B)(6) 2014.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 509252 lead, implanted: (B)(6) 2004; 6984m adaptor, implanted: (B)(6) 2009; 496535 (2) lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after hearing an alert for the superior vena cava (svc) coil impedance. It was further determined that the right ventricular (rv) lead exhibited a rise in svc coil impedance of greater than 200 ohms and a sharp rise in rv coil impedance. Oversensing noise was also observed on the can to svc coil electrogram. A possible lead fracture is suspected. No changes were made at that time and the rv lead currently remains in use per the physician request. No patient complications have been reported as a result of this event.